Event description:
Reportable based on analysis completed (B)(4) 2012. It was reported that during percutaneous coronary intervention, the device was unable to cross the lesion. The target lesion was located in the left anterior descending (lad) artery. The lesion was pre-dilated and the 2.5x28mm promus element stent was advanced but was unable to cross the lesion. The procedure was completed with another 2.5x28mm promus element. There were no patient complications reported and the patient status is stable. However; returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). A visual and microscopic examination identified proximal stent damage. The proximal stent struts were both raised and twisted. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. There was a kink in the hypotube 3 mm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).